Event description:
It was reported by service report that the pt right calf support would not lock in place. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: calf support.